Manufacturer narrative:
The implanted date was (B)(6) 2019, indicating the ins was implanted before the manufacture date. Follow-up on the implant date is being conducted for clarification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they wear a heart monitor and it is acting up. They could not get it to shut off. The heart monitor is changing their setting on their deep brain stimulation (dbs) implant from 102 to 320 today. They have a headache and is able to change their setting to 250 on the left side and 280 on the right side. They are feeling better. Information on heart monitor was reviewed and recommended they consult with their doctor's office.